Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that tests of the patient's device in 2006 showed that all electrodes were out of compliance and that hardware communication errors had occurred. Explantation/reimplantation surgery was performed the following month.